Manufacturer narrative:
Additional information b5.

Event description:
It was reported that the patient had the artificial urinary sphincter pump component revised as it was initially placed too deep. The old fluid was replaced and new connections were placed. Additional information received indicated the pump was located too proximally and was behind the testis. It was moved forward and replaced it to ensure no leaks. No complications reported.

Event description:
It was reported that the patient had the artificial urinary sphincter pump component revised as it was initially placed too deep. The old fluid was replaced and new connections were placed.